Event description:
The pump was returned for investigation. Investigation found a discolored display and contamination under some of the button contacts. This report is made based on the results of investigation completed on 03/27/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/27/2015 with the following findings: on investigation, the pump powered up to a dim display with pinkish contrast. The keypad cover was peeling while the buttons responded properly. Removal of the cover found contamination under the ¿down¿ and ¿ok¿ button contacts. Initial reporter name and address: (B)(6).